Event description:
It was reported that the pump and catheter were removed due to infection. The drug used in the pump was preservative free morphine sulfate 0.5 mcg/day; 10 mcg/cc. Patient signs and symptoms were reported as infection, fever, and inflammatory mass. The outcome was reported as recovered without sequela.

Manufacturer narrative:
.